Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the freezing image was due to a faulty circuit (dp) board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the image would freeze when the suspect device was tested with olympus, model series 190 scopes. The cause was assigned to a faulty dp printed circuit board. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, a freezing image was observed. This report is submitted for the malfunction of freezing image. As the problem was found during in-house service, there was no patient involvement.